Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up assistance, and the case was closed by cts.